Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: section c. Summary of event: as reported, a hair-like fiber was noted inside the sterile package of a flexor balkin guiding sheath. This was found within a distribution facility and there was no impact to a patient or end user. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A hair-like fiber was noted within the sealed pouch. Cook confirmed that the device was manufactured out of specification. A document-based investigation evaluation was performed. The device history record showed no nonconformances. There have been no other reported complaints for this lot number. There is no evidence of additional nonconforming devices from the complaint lot in-house or in the field. The product IFU instructs the user not to use the product if there is doubt as to whether the product is sterile. Cook reviewed the controls in place for this device failure. The packaging is 100% inspected for this failure prior to distribution. Based on the information provided, confirmation of foreign matter in the sealed package, and the results of the investigation, cook has concluded that the cause of this event is quality control deficiency. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a hair-like fiber was noted inside the sterile package of a flexor balkin guiding sheath. This was found within a distribution facility and the device did not make contact with any patient.